Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty of the left common iliac artery the catheter tip detached. The physician had acquired left retrograde femoral artery access to deploy a vascular stent within the patient's common iliac artery. The patient had undergone a femoral endarterectomy in the past so scar tissue was appreciated within the artery. While removing the catheter over a guidewire the tip detached within the femoral artery. The catheter tip was removed just below the sheath access site with a pair of forceps by the clinician.